Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the lens tore during delivery into the eye and subsequently the patient experienced loss of best-corrected visual acuity. The lens was explanted on (B)(6) 2016. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed. Work order search: no similar complaints were reported for units within the same lot. Corrected data: user facility is incorrect, should be distributor. (B)(4).